Event description:
It was reported that during a lap cholecystectomy, the clips were not forming correctly and were scissoring. The clips were then removed and another applier was used to complete the procedure. No patient consequences were reported.